Manufacturer narrative:
Model number: 720185-01, lot number: 903019014, model description: reservoir flat iz 100 ml, UDI: (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted because the device was not staying inflated. A new 18cm x 12mm ipp was implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.